Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the patient had air in the stomach from the tube placement. On (B)(6) 2019, CT scan showed extensive pneumoperitoneum. Additionally, multiple and descended air and fluid filled loops of small bowels are present through out to the level of distal ileum, where there is a possible transition point. Report indicated that possible source could be recent placement of tube or partial small bowel obstruction. On (B)(6) 2019, patient was doing fine. Patient was not started on duopa. On (B)(6) 2019, it was reported that patient was not started on duopa therapy, patient is hospitalized for unknown reason, and placed in hospice care.